Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the arterial filter had a crack in it. The product was changed out, there was no blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evaluations with the device. The eval confirmed the crack. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).